Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/05/2013 with the following findings: testing confirmed alarms in history but was unable to duplicate. Unrelated to the complaint, the battery compartment was cracked from case seal to just below threads. The threads were in tact on both the compartment and battery cap. Able to fully tighten battery cap. Leak test failed due to battery compartment crack. Performed pump rewind, load, and prime with no alarms. Corrosion on battery compartment tube. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment with corrosion inside. This report is made based on the results of an investigation completed on 12/05/2013.